Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during last fill at 248.3ml.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy but passed the rite electrical test. The pal evaluated the device. Accuracy confirmation and temperature verification tests were performed and passed. No device failure or malfunction was identified that could have contributed to the rite volumetric accuracy failure. The assignable cause for rite test failure - volumetric accuracy during last fill was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.